Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an implantable pulse generator (ipg) revision procedure. Patient was doing well postoperatively. Due to the center policy, no products will be returned.